Manufacturer narrative:
The explanted iol was returned for evaluation. One plate with one set of haptic arms have been torn off and are missing. The other plate with haptic arms is attached to the optic. Due to the damage functional and dimensional testing cannot be performed. A device history record (DHR) review was performed and did not find any nonconformities or anomalies related to this complaint. A root cause for the reported event could not be conclusively determined. A medical review of this event however, attributes the issue to capsular contraction.

Manufacturer narrative:
The lens was not returned for evaluation. A device history record (DHR) review was performed and did not find any nonconformities or anomalies related to this complaint. A root cause for the reported event could not be conclusively determined. A medical review of this event however, attributes the issue to capsular contraction.

Event description:
It was reported that a patient with bilateral crysalens implants experienced capsular contraction in both eyes, causing the implanted lenses to tilt and impairing the patient¿s vision. Prior to the onset of the capsular contraction, the patient had also experienced posterior capsular fibrosis (pcf), for which she underwent yag procedures on both eyes (twice on the right eye and once on the left eye) approximately one month post-implant surgery. Regarding secondary intervention for the tilted lenses, the patient underwent two additional yag procedures on both eyes at the 3 and 4 month post-op marks. Additionally, the patient underwent photorefractive keratectomy (prk) at the 5 month post-op mark to address the astigmatism induced by the tilted lenses. At the 1 year post-op mark, the lens in the left eye was finally explanted and replaced with one of a different model. The lens on the right eye remains implanted at this time. Per the surgeon, the noted pcf was highly unusual and the patient did not have any pre-existing ocular conditions. The patient¿s prognosis is reportedly fair. The visual acuity on the left eye has improved. The lens in the right eye continues to be observed at this point. This report is for the left eye.